Event description:
There was damage to the retainer ring but reservoir was able to lock in place when inserted into insulin pump.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report in event section.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial MDR report was submitted with incorrect aware date in g4 section. The correct aware date is 29-apr-2022.

Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, device received with a high sleep current measurement test due to corroded battery tube. Device received with loose battery tube bumper. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The medtronic representative reported via phone call on behalf of the customer and his mother that they were experiencing high blood glucose and was hospitalized due to gastroparesis which led to diabetes ketoacidosis. Blood glucose level at the time of the incident was 640 mg/dl. Customer stated that piece of a plastic came off from the battery compartment and the bottom part of the battery compartment was somewhat loose but reservoir was able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.